Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error. Customer's blood glucose level was unknown. The customer stated that insulin pump had prim fill anomaly and it gives the no delivery alarm. The customer reports battery life was diminished. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device nit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm, unexpected no delivery alarm or prime/fill anomaly noted during testing. The motor was tested outside the device and passed. Device had cracked lcd window, cracked case at display window corners. (B)(4).